Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) expired. There were no allegations against device functionality. Review of stored data found the patient had received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response a few days prior. Additionally, high out of range pacing impedance measurements had been observed on the right ventricular (rv) lead. The high measurements were intermittent and there was no evidence of noise. No adverse patient effects were reported related to the observed inappropriate therapy and out of range impedance measurements.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) expired. There were no allegations against device functionality. Review of stored data found the patient had received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response a few days prior. Additionally, high out of range pacing impedance measurements had been observed on the right ventricular (rv) lead. The high measurements were intermittent and there was no evidence of noise. No adverse patient effects were reported related to the observed inappropriate therapy and out of range impedance measurements.

Manufacturer narrative:
This device has not been returned and likely remained implanted. The local area field representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.